Event description:
It was reported that this system with a right ventricular (rv) lead and a non bsc cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for high, out of range shock impedance. The clinician was going to call the other company representative to make sure the device is programmed appropriately. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device,